Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the device was not working "correctly" in (B)(6) 2015 and was allegedly not hooked up right. However, the manufacturing representative knew this statement to be untrue as the battery was replaced due to end of service and a new lead was placed to provide therapeutic effect at a lower amplitude. The lead placement was in the lateral frame in s3 and although the lead was providing therapeutic effect it was at high amplitude and the implantable neurostimulator (ins) was at end of service. In order to have the battery last longer, it was discussed that the lead be replaced and a new lead implanted that would allow the patient to get results at a lower amplitude. If additional information is received, the event will be updated. Additional information from the consumer reported that she was totally dissatisfied with the results. She noted that the doctor told her it was not connected properly and he thought it would be advisable to have it replaced so she agreed. Further information from the health care professional reported (hcp) that the lead was broken. There was no information given on where the break occurred but the hcp noticed it looked broken upon removal. There were no x-rays taken to determine the lead was broken, it was found during device replacement for normal battery depletion and inserting a new lead for better efficacy at lower amplitude.